Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative reporting that the patient was hospitalized from (B)(6) 2024 thru (B)(6) 2024 for ins relocation surgery on (B)(6) 2024. No reprogramming or other actions were taken. Outcome was recovering/resolving. The patient has a follow up appointment on (B)(6) 2024.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the ins revision/resite has been scheduled for (B)(6) 2024. The patient reports they are not satisfied with relief provided by the ins. Device is not meeting expectations. It can¿t be used as intended because they are unable to cope with the pain of recharging and bruising. Additional information regarding relevant medication: subutex, dose: 0.4 mg, frequency: q12h, route: oral. Indication: increased pain due to ins, start date: (B)(6) 2024, ongoing. The associated event resulted in additional treatment, but the event did not result in re-programming or system modification.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study via a manufacturer representative. It was reported that the event resolved; the patient has described that the issue prior to the revision has been resolved with the ins being moved and relocated. The patient stated that they feel 100% better. It was reported that the outcome of the adverse event was recovered/resolved as of (B)(6) 2024. Medication was used. 5mg of oxycodone was administered orally 2 times a day with the indication of acute post ins surgery pain; this was started on (B)(6) 2024 and ended on (B)(6) 2024. The reason for change/discontinuation was that the acute post ins surgery pain resolved. 10mg of oxycodone was administered orally 2 times a day with the indication of acute post ins surgery pain; this was started on (B)(6) 2024 and ended on (B)(6) 2024. The reason for change/discontinuation was that the acute post ins surgery pain resolved. 50mg of tapentadol ir was administered orally as needed with the indication of residual post ins surgery pain; this was started on (B)(6) 2024 and was ongoing. Additional information was received. It was reported that an assessment for product/therapy/procedure relatedness was made by the investigator. The assessment was that the adverse event had a causal relationship to a study procedure. The procedure was a system modification. The adverse event was not related to the device. The rationale for the relationship to the device or procedure was system modification of ins relocation which resulted in acute post surgical pai n for more than 72 hours post procedure. The adverse event was noted as not related to the therapy. The assessment by the sponsor was the same as the investigator. The alleged issue was the adverse event of acute ins surgery pain that extends beyond 72 hours. The impacts to the patient were acute ins surgery pain that extends beyond 72 hours and medication tapentadol ir of 50mg taken for 7 days post surgery. It was noted that the adverse event resulted in treatment and there was concomitant or additional treatment given due to the adverse event. The outcome of the adverse event was recovered/resolved and ended (B)(6) 2024. The medication tapentadol ir of 50mg was administered orally as needed with the indication of acute post ins surgery pain; this was started on (B)(6) 2024 and ended on (B)(6) 2024. The reason for change/discontinuation was that the acute post ins surgery pain resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the healthcare provider (hcp) is considering surgery to re-site the ins for the patient. The re-location is needed because the patient is experiencing considerable discomfort and pain at the existing site. This is a complication of having the stimulator. It was unknown if there was any impact to the patient and whether any additional medical intervention was required to prevent permanent injury or impairment. Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that the doctor has decided to re-site the ins. Surgery has not been scheduled yet as the patient was currently unwell with unrelated health condition which needs to be resolved prior to scheduling surgery. The issue was unresolved. Additional information received stated that the patient experienced ¿pain around the battery site¿ as of (B)(6) 2023. The patient reported that the ins was ¿grinding into her hip, making sitting uncomfortable following 10kg weight loss.¿ the patient¿s battery site pain and discomfort continued through (B)(6) 2023 and (B)(6) 2023. The patient continued to report pain and discomfort around the battery site in (B)(6) 2023, with the clinical investigator relating it to ¿impacting the superior cluneal nerve around the superior aspect of the iliac crest.¿ it was noted that conservative management was discussed with the patient and that the patient instead ¿decided she wanted to have the battery relocated.¿ the issue remained unresolved and the patient not recovered at the time of follow-up. No further complications were reported or anticipated. Additional information received stated that the study procedure is causally related toe the adverse event, and the event is related to the ins. Rationale for relationship for device /procedure is the ins surgical placement causing ongoing localized pain. Event not related to therapy, outcome unknown. Additional information was received from the health care provider (hcp) of a clinical study via a manufactur ER representative reporting that the patient has experienced pain during recharging since (B)(6) 2023, with the condition worsening. The pain during recharging prevents the patient from charging the ins, therefore, not receiving spinal cord stimulation (scs) therapy for their chronic neuropathic pain. The patient was angry, dissatisfied, and disappointed in the delay of scheduling the revision of the ins location. The revision was being scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event outcome was not recovered/not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team it was clarified that the event that was not recovered/resolved was referring to the acute ins surgery pain extending beyond 72 hours. The cause of the issue was the system modification to relocate the ins which resulted in acute post-surgical pain for more than 72 hours. The pain was still unresolved at subject exit on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that the patient's ins and both of their leads were surgically modified due to pain around the battery site. No new devices were implanted. 50 mg of tapentadol ir was administered orally due to residual ins surgery pain; this was started on (B)(6) 2024 and ended on (B)(6) 2024. The event was resolving.